Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) but was returned to olympus europa se & co. Kg (oekg) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. It is assumed that lamp disappeared and a e102 error was reported because the fan failed due to long-term degradation and the temperature inside the device rose. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation.the exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the error e102 which indicated that the subject device was broken down occurred. There was no report of patient injury associated with the event. Olympus (B)(4) checked the subject device and found that the reported phenomenon was duplicated and the changed the examination lamp.